Event description:
It was reported that there was a malfunction during a bolus delivery, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer service provided instructions on how to reset the pump, and the malfunction code did not reappear after the reset. Customer was informed they could continue using the pump and were advised to contact support if the issue recurred, which the customer understood.